Manufacturer narrative:
E1 reporting institution phone#: (B)(6). E1 reporter phone#: (B)(6). E1 reporting address line 1: (B)(6). A philips remote service engineer (rse) spoke with the customer and confirmed the issue. A replacement transducer has been shipped to the customer. The customer replaced the transducer, and the device was operational after repairs were completed.

Event description:
Philips received a complaint on the avalon fm30 fetal monitor indicating that, when in use with the toco sensor, the values are not reliable. Sometimes the value goes up when moving the cable. The device was in clinical use at the time of the event. There was no adverse event reported.